Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00149, #3013450937-2023-00150, #3013450937-2023-00151, #3013450937-2023-00153, #3013450937-2023-00154, #3013450937-2023-00155, #3013450937-2023-00156, #3013450937-2023-00157, #3013450937-2023-00158.

Event description:
It was reported that the patient underwent a revision surgery due to an alleged infection. During the revision surgery, the following eleos implants were revised: tibial hinge component, distal femur axial pin, and poly spacer. The following eleos implants remain implanted from the patient's original procedure: distal femur, male-female midsection, stem extension, resurfacing patella, tibial baseplate, cemented bowed segmental stem, and tibial baseplate tapered screw. The surgeon performed a washout. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: tibial hinge w/ rotational stop, distal femur axial pin, and tibial poly spacer. The following eleos implants remain implanted from the patient's original surgery: distal femur, cemented segmental stem, tibial baseplate tapered screw, stem extension, male-female midsection, tibial baseplate, and resurfacing patella. The work orders and sterilization batch release records were reviewed and no relevant information was identified. The root cause of the patient's alleged infection could not be determined. The investigation concluded that the root cause of the alleged infection is not likely due to the design, manufacture, and/or sterilization of the components. The following sections were updated: b4: updated date of this report. G1: changed submitter information - name and email. G3: updated date received by manufacturer. G6: updated type of report. H6: updated codes to reflect investigation results. H10: updated mfg narrative to reflect investigation results.